Event description:
Reporter experienced an er1 message last june of 1998. Reporter did check comparison chart and concluded that his blood glucose could be over 350 mg/dl. Alerted by the lifescan letter referring to the er1 message, reporter called his doctor who recommended he come to the ER. Another blood glucose test was performed at the ER with a result of 650 mg/dl. Reporter was put on insulin intravenously and was released later that day. Reporter added that he also has a one touch and accu-check meter and will generally compare the surestep readings to one or the other. In this case he did not.